Event description:
It was reported that the bd syringe 5ml ll sp125 barrel /flange was damaged. The following information was provided by the initial reporter: rcc received a complaint via email. Complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Correspondence language: french. Cat# of product being complained: bd309646. Description of product: syringe only luer-lok tip 5cc st 125ea/bx 4bx/ca. Lot or s/n: (B)(6). Complaint category: sterility compromised / seal integrity. Reportable: no. Incident date: (B)(6) 1980. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): per customer, partially translated, during injection, a significant leak of fluid was observed, originating from small holes on the side of the syringe. Consequently, the sterility of the product is compromised. Additional information will be sent via separate email. Please note: incident date, quantity of product affected & sample availability is unknown. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Have they been informed? Unknown. Qty affected: (B)(4) each. Samples available? No. Is customer requesting an rga?: no.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4).- supplemental MDR - barrel / flange damaged since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.